Event description:
It was reported a patient underwent a rotator cuff procedure on (B)(6) 2025 and topical skin adhesive was used. The adhesive was used on his incisions following rotator cuff surgery this past february. He experienced a severe case of contact dermatitis within a day of surgery. Subsequent skin patch testing identified 4 allergens: octylisothiazoline, limonene, carvone, and balsam of peru. Device availability is unknown. A red rash with blisters was apparent the following day when I met with my surgeon's pa. Rash spread down to my hand with yellow weeping blisters covering the surgical incisions and down to my elbow. The rash without blisters extended from elbow to my hand. It was painful and very itchy. 10 day course of po keflex prescribed by to my pcp on (B)(6) as a precaution against infection. Hydroxyzine 50 mg po prescribed. Oxycodone, prescribed for post-surgical pain was continued an additional week to treat rash pain. (B)(6) fluocinonide ointment, 0.05 prescribed by md for use on rash on arm but not on surgical incisions. Diagnosis of rash: severe contact dermatitis. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information has been requested and received. What is the procedure date? (B)(6) 2025. What date did the reaction occur on? (B)(6) 2025, within hours post-surgery with itching. A red rash with blisters was apparent the following day when I met with my surgeon's pa. Rash spread down to my hand with yellow weeping blisters covering the surgical incisions and down to my elbow. The rash without blisters extended from elbow to my hand. It was painful and very itchy. Was there any medical or surgical intervention performed to treat the reaction (product removed; re-operation; re-closure; prescription medication)? 10 day course of po keflex prescribed by (please refer to the attached email) to my pcp (please refer to the attached email) on (B)(6) as a precaution against infection. Hydroxyzine 50 mg po prescribed. Oxycodone, prescribed for post-surgical pain was continued an additional week to treat rash pain. (B)(6) fluocinonide ointment, 0.05 prescribed by (please refer to the attached email) md (B)(6) for use on rash on arm but not on surgical incisions. Diagnosis of rash: severe contact dermatitis. (B)(6), skin patch testing for contact dermatitis. (Please refer to the attached email), md, (B)(6) skin surgery and dermatology. The north american 80 comprehensive series was employed plus a series of commonly implanted metals. Results were positive for octylisothiazolinone, limonene, carvone, and balsam of peru. No surgical interventions. If medication was required, please clarify if it was prescription strength. See above can you identify the product code and lot number of the product that was used? No. Please request information from (B)(6). Have you been exposed to prineo/dermabond or other skin adhesives during a previous surgery or wound closure. No. If in your possession, may we have a copy of your operative report? Not in my possession. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Yes. Ethicon has my approval to contact any of the physicians listed below concerning the (B)(6) 2025 post shoulder surgery contact dermatitis incident. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: do the proprietary ingredients in dermabond include any of my 4 contact allergens identified by skin patch testing: compounds in the isothiazolinone class; limonene, carvone, or balsam of peru], on (B)(6), my allergist dr. Md, applied a skin patch containing dermabond to my left forearm. The patch was removed from my arm on (B)(6) (day 2) and red skin with 3 small bumps was observed where the dermabond had been in contact with my skin. These spots continued to grow and became painful and itchy fluid filled blisters by on (B)(6) (day 4), that were very similar to those that occurred on my arm and shoulder following use of dermabond to seal the incisions made during surgery on (B)(6) 2025 (left is day 2, center is day 4, right is post surgery). As it has now been demonstrated that dermabond caused the rash I experienced following my surgery, and I did not react to any of a series of acrylates (ethyl, methyl, 2-hydroxymethyl, isobornyl, or ethylcyano), I am left to conclude that I must be allergic to undisclosed ingredient in your product. Please identify for me these proprietary ingredients so that I can add the specific ingredient to my medical records as a contact allergen, rather than having to specify dermabond and medical glue in general. Material safety data sheet provided to customer. Additional information has been requested of surgeon however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.